Event description:
During a follow-up, episodes of inadequate capture were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any additional anomalies.